Event description:
The user reported that during their routine testing of the device it would intermittently fail its self-test.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. Evaluation by welch allyn confirmed an intermittent power-up problem and self-test error. Investigation isolated the problem to an intermittent electrical connection between jumper point locations on a circuit board. The device was repaired and passed all performance tests, and was returned to the customer. The design of the product has been modified to prevent this problem from occurring in the newly manufactured product, and a service procedure is in place to address the issue in previously distributed product. Corrective action was taken in january 2006, and post marketing surveillance has shown that the actions taken have been fully effective based on the observation that no similar failures have been observed on devices manufactured after implementation of the corrective action. The frequency of this problem appearing in distributed devices is now rare, occurring at an annualized rate of approximately 0.12% of devices produced prior to january 2006 based on a recent 6-month moving average.